Event description:
A site purchasing representative reported the spine clamp hex screws are stripped. This event occurred prior to surgery and no pt was present.

Manufacturer narrative:
No pt was present at time of event. No part has been received by the manufacturer for evaluation.